Manufacturer narrative:
Date of event: unknown, not provided, best estimate is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded by the account). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxr00 15.5 diopter was explanted from a female patient's right eye due to sphere halos and something to do with readers which the patient felt like she was looking through cotton candy. It was indicated that the lens was implanted at another location on (B)(6) 2019. A non johnson & johnson lens of 15.0 diopter was used as replacement. There were no incision enlargement, vitrectomy or sutures required. Reportedly, the patient is doing well post-op and no patient injury was reported. It was noted that the product will not be returned as it was thrown away. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.